Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced sharp shooting pains in their breast tissue. It was further reported they had scarring around the implant site and noted it felt like the icm could have shifted. The device remains in use. No further patient complications have been reported as a result of this event.